Event description:
It was reported via repair work order that the siderail could not remain latched due to a broken weld at latching spindle, also resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.